Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 31 - motor vent stall, alarm 29 - motor cart range low, and cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. Blood glucose was approximately 130 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions (alarm 29 and 31) were verified. The alleged alarm 5 was identified in the pump logs; however, no failure was identified.